Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and noise occurred in the ultrasound image due to damage to the ultrasonic probe. In addition, evaluation found the forceps elevator knob rotated concurrently due to damage to the knob, the up/down knob could not be locked securely due to wear of the forceps elevator lever, the up/down knob was cracked, the scope cover plate was detached, the scope cover was chipped, the scope body was cracked, the switch box was deformed, the right/left knob was deformed, the sheet holder unit was corroded due to water leakage, the number of missing elements exceeded the standard value due to damage to the ultrasonic cable, the displayed ultrasound image was defective due to a scratch on the acoustic lens, the acoustic and objective lenses were scratched, the light guide lens had a snag due to a chip, the bending section cover adhesive was worn, the connecting tube had buckling, the insertion section was too soft due to damage to the connecting tube, the bending angle in the up, down and right direction did not meet standard value due to wear of the angle wire, the play of the up/down and right/left knobs did not meet standard value due to wear of the angle wire, the bending angle in the right direction did not meet the standard value due to damage on the bending tube, tightness of the braid was uneven due to deterioration of the bending tube, the ultrasonic cable had buckling, the frame, inner shield and outer shield had corrosion due to water leakage, and the universal cord had buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the ultrasound head of the ultrasonic gastrovideoscope was damaged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the bending section could not be controlled at all due to damage to the right/left sprocket and angulation became locked and could not be disengaged due to damaged angle parts. The report is being submitted due to damaged angle parts and not being able to control the bending section found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it is likely that the defect was caused by the bending part not being controlled due to the failure of the sprocket. Olympus will continue to monitor field performance for this device.